Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 6. Strip code 6. Strip storage: unk. Sypmtoms: no symptoms. A pt reported the meter caused physical harm to their body because they did not know how much insulin to take. Their meter allegedly was inaccurately low. The result on their meter was 27 (no unit). Pt did not receive treatment. Pt was comparing their meter readings to their normal feelings. No further information has been reported.